Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 216 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. Unable to perform displacement test due to unresponsive keypad anomaly. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.